Event description:
Customer reported that the pump screen was dark and would not turn on. There was no reported adverse impact to customer's blood glucose. Customer was advised to try troubleshooting steps, including pressing the center button and plugging the pump into a power source, but none were successful. Customer reverted to an alternate method of insulin therapy.